Manufacturer narrative:
It was reported to abbott; a rep met with a patient and observed high impedance on all the lead¿s contacts. The issue was resolved with surgical intervention. The existing lead and extension were explanted and replaced. The lead was fractured. The ipg was also replaced and repositioned due to the large size and uncomfortable location of the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective therapy due to high impedances on all contacts on the scs paddle lead. In turn, the patient may undergo surgical intervention to address the issue.